Manufacturer narrative:
Per the instructions for use (IFU), hypotension, coronary flow obstruction and permanent or transient neurological events are potential adverse events associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is not uncommon and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the cause of the reported procedural hypotension, suspected coronary flow obstruction and post procedural stroke cannot be determined based on the available information. It is possible that the cause was related to patient factors (i.e. (B)(6) years old female with aortic stenosis), in combination with procedural factors (i.e. Rapid ventricular pacing, device manipulation). There was no allegation or indication a device malfunction contributed to these adverse events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6) and through the (B)(6) post-marketing surveillance reporting system, during a transfemoral tavr procedure, significant hypotension was observed after the commander delivery system crossed aortic valve and the blood pressure dropped to the 50¿s mmhg. A 23mm sapien 3 valve was deployed in a final 80:20 aortic/ventricular (a/v) position as intended. Post valve deployment, the hypotension persisted, possibly due to a suicide ventricle. It was suspected that the blood flow in the left coronary artery was also decreased. Balloon angioplasty was performed. Cardiac massage and the initiation of percutaneous cardiopulmonary support (pcps) was also performed. After the pcps was introduced, the wall motion restarted and the blood pressure increased. Following the removal of the pcps, the patient was returned to the ICU, intubated. Following extubation, the patient¿s consciousness levels were lower than before tavi procedure, (B)(6) coma scale (jcs) 10. A head MRI revealed an infarction. On postoperative day (pod) 14, a new left thalamic infarction was observed on head MRI. It was considered that higher cerebral dysfunction remained due to transient cerebral ischemia and embolism associated with hypotension during tavi procedure. On pod 46, the patient was transferred to a rehabilitation hospital. The patient outcome was determined to be ¿in remission¿. The valve remains implanted in the patient. The native annular diameter measured 20.0mm by tee. Moderate valvular calcification and mild aortic root calcification was reported.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.